Event description:
The following additional new info was received from the customer subsequent to the initial report. It was reported that the pt received an unspecified prophylactic antibiotic prior to the procedure. The surgeon was aware taht the arterial access site was in the profunda artery and decided to use the perclose devices. It was reported that the surgeon checked under fluoroscopy to determine the cause of the resistance of the first perclose device and discovered that the device was kinked. The device was removed over a guide wire and exchanged for the perclose a-t device. The perclose a-t device was inserted without difficulty but it was reported that adequate mark was not achieved. The device was then removed and the mark lumen port was flushed. The device was reinserted, adequate mark was achieved therefore the foot was deployed. The device broke and the pt was taken to surgery for ligation of the profunda artery and patch angioplasty of the common femoral artery. It was reported that the pt was readmitted twice because of a groin infection. The pt is doing "fine" to date. Although requested, no additional info has become available regarding the infection.

Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. Initially, the physician attempted to insert another perclose device into the profunda artery but the device was buckling upon insertion and could not be advanced. The first device was removed and the perclose a-t (the closer ak) device was inserted obtaining sluggish marker flow. The foot was deployed and positioned against the anterior wall of the artery. The needles were then deployed in the "correct fashion" and it was reported that a "crunching" sound was heard. The needles were removed and the suture was cut. When the physician attempted to park the foot of the device, md stated that something did not "feel right" and it felt very loose. During the attempt to remove the device out of artery, it was reported that the physician wiggled the device back and forth while applying pressure proximal to device. The body of the device snapped off in their hand. The pt was immediately taken to surgery to extract the sheath of the device from the artery. It was reported that the foot of device was extravascular when retrieved and the device was removed in pieces. The pt was discharged home. There are no reports of further adverse pt sequelae. Multiple attempts have been made to obtain additional info, but no info has become available.